Manufacturer narrative:
On (B)(4) 2014 a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. - medtronic technical service representatives, following-up at the site, reported performing training with the surgeon on set-up and tracer technique. Discussed findings with the surgeon, as well as the consistent patterns being used. Additionally, stressed the proper set-up of the emitter that allows for performing accuracy checks of the tragi. By doing this, they can more accurately determine if the registration is likely to be accurate to the posterior before proceeding with the procedure. A refresher training on pointmerge was provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became 4mm inaccurate halfway through the procedure. The site was using synergy ent 2.2.2 and registered the patient using tracer. Instrument tracking was accurate and the surgeon continued using navigation throughout the procedure. The inaccuracy was noted when verifying accuracy on anatomical landmarks. It was reported the site did not believe the patient reference frame, or head strap, had moved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the root cause was that the registration method used did not follow recommended pattern resulting in inaccuracies on one side and or deeper in the anatomy. Once they started using correct registration technique they experienced accurate navigation. The software functioned as designed. After site training, a medtronic representative reported that the site has had several subsequent surgeries using navigation without issue.